Event description:
(B)(4). This is the day I missed my first menstrual cycle but still had extreme cramps without the actual period. To this day I still experience major cramping even when it isn't time for my menstrual cycle

Event description:
(B)(4). The date the device was inserted was (B)(6) or (B)(6) of 2011.